Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient suffered an arrhythmia. The device detected, but did not deliver a shock appropriately. The lead was successfully explanted and replaced. Patient condition was stable post procedure.